Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent measurements were noted to be within normal limits at the 102-106 ohms range. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.